Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06350. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of a repair of cystocele and rectocele, excision/ destruction of lesion of uterus, and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence, cystocele, rectocele, and uterine fibroids. It was reported that post insertion the patient experienced pain, infection, recurrence, dyspareunia and urinary/bowel problems.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy with morcellation and bisection of uterus; due to pelvic organ prolapse and stress urinary incontinence. (B)(6).